Event description:
Adverse event(s): "vision dropped" (vision, impaired); "endophthalmitis" (endophthalmitis); "vitrectomy" (vitrectomy). Product problem(s): "expired lens" (device expiration issue [iol (intraocular lens) implant]). A manager reported that an expired intraocular lens (iol) was implanted. The surgeon elected to leave the lens implanted. In a follow-up, the surgeon reported that the pt was doing well at one day postoperative. However, three days later, the pt reported his "vision dropped" and was referred to a retina specialist who diagnosed endophthalmitis. A vitrectomy was performed and fluid was collected for cultures and gram stain. At one day, the cultures showed no rare growth. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 07/15/2010, 07/20/2010, 07/22/2010 and 08/12/2010 by phone, fax and mail. Additional info was received 07/15/2010 by phone. A completed questionnaire has not been received. (B)(4).